Event description:
"28x20x40 endologix afx device thru a 17fr sheath from the left external iliac artery 38x105 bolton relay device thru a 24fr primary sheath from the left external iliac artery. Steps case: endologix afx device deployed successfully and in place. The proximal left iliac had a focal stenosis measuring 5.5mm. A 10mm balloon was used to angioplasty the vessel. Bolton relay device advanced up into the afx limb from the left side. Resistance met with the primary sheath at a 90 degree bend in the iliac artery. The secondary sheath was advanced to bridge the tortuosity and also met resistance. As the bolton secondary delivery system was advanced and met resistance, it pushed the primary sheath back and outside the iliac artery. Several attempts were made to advance the bolton device with no success. An attempt was made to remove the device from the patient's access vessel with no success. The surgical team obtained "through and through" wire access with a snare. A clamp was placed on both end of the lunderquist wire and tension was placed on both ends. A catheter was placed to prevent trauma to lsa. With physical tension on both ends of the wire, another attempt to advance the device was attempted. Marker visualization was monitored to confirm advancement; 2/3rd of the 38x100 was advanced above the aortic bifurcation, a final advancement was attempted to reach the target rt renal. As the delivery system was advanced, the endologix afx became deformed and moved proximally into the aneurysm sac. Open conversion took place to repair the patient's aneurysm. Bolton was requested by endologix and dr. (B)(6) to support this case with the relay plus device. They were advised this would be "off label" use of our product and not within the IFU and that we could only supply and be there to offer technical assistance."

Manufacturer narrative:
A bolton medical employee became aware of this event on 11/29/2016 during the implant. However due to a misunderstanding of the requirements for medical device reporting, the employee did not submit the complaint to our quality assurance department until 02/01/2017. The employee has been retrained to the medical device reporting procedure to prevent reoccurrence.

Event description:
"A 28x20x40 endololix afx device thru a 17fr sheath from the left external iliac artery 38x105 bolton relay device thru a 24fr primary sheath from the left external iliac ar-tery steps case: endologix afx device deployed successfully and in place; the proximal left iliac had a focal stenosis measuring 5.5mm. A 10mm balloon was used to angioplasty the vessel; bolton relay device advanced up into the afx limb from the left side. Resistance met with the primary sheath at a 90 degree bend in the iliac artery. The secondary sheath was advanced to bridge the tortuosity and also met resistance; as the bolton secondary delivery system was advanced and met resistance, it pushed the primary sheath back and outside the iliac artery; several attempts were made to advance the bolton device with no success; an attempt was made to remove the device from the patient's access vessel with no success; the surgical team obtained "through and through" wire access with a snare. A clamp was placed on both end of the lunderquist wire and tension was placed on both ends. A catheter was placed to prevent trauma to lsa; with physical tension on both ends of the wire, another attempt to advance the de-vice was attempted. Marker visualization was monitored to confirm advancement; approx 2/3rd of the 38x100 was advanced above the aortic bifurcation, a final advancement was attempted to reach the target rt renal. As the delivery system was advanced, the endologix afx became deformed and moved proximally into the aneurysm sac; open conversion took place to repair the patient's aneurysm. Bolton was requested by endologix and dr. Bianchi to support this case with the relay plus device. They were advised this would be "off label" use of our product and not within the IFU and that we could only supply and be there to offer technical assistance."